Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed ¿system error 345¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity), unable to clean channel to remove error during an unspecified process step. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.